Manufacturer narrative:
UDI unknown: serial/lot is unknown. An event of a tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2013, a 28 mm amplatzer septal occluder (aso) was implanted. On (B)(6) 2017, the patient presented with chest pain and shortness of breath and tamponade was confirmed. The patient was sent to surgery and device related erosion was confirmed. The erosion was surgically repaired and the aso remains implanted. The patient is reported to be stable. Patient identifier, age, weight and gender are protected under local privacy laws, and therefore are not recorded. No further information is expected to be received.